Event description:
In this event it was reported by a doctor that a patient was referred to them because a dentist overfilled the canal of a patient with thermaseal plus; resulting in pain. The outcome of the patient is unknown at this time. However, there is an indication that there will be medical/surgical intervention to preclude a serious injury in this event.

Manufacturer narrative:
While there is no indication that the thermasel plus used malfunctioned, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.